Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6)of a break in aseptic technique and peritonitis coincident with dianeal 2.5% ultrabag therapy. Dianeal therapy was ongoing. On an unreported date, a break in aseptic technique occurred, further specified as the patient made mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized for the event. The patient was treated with injection tazact (2.25g, twice daily) intraperitoneally (ip) for peritonitis. The patient is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.